Manufacturer narrative:
Combination product: yes. The medical device was returned but the patient consent is not available therefore the device itself cannot be analyzed. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 15th of may 2024 and 9th of january 2025 recorded a stable pacing impedance of 500 ohms and a slightly gradual decreasing shock impedance from initially 80 ohms to 65 ohms. No iegm episodes were provided for analysis. The provided episode list recorded three shock deliveries and several fast nsts on january 9, 2025. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause.

Event description:
It was reported that this lead was explanted due to oversensing with inappropriate shocks.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was explanted due to oversensing with inappropriate shocks.